Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a large amount of dust inside the device and damage to limit switches. A root cause could not established. Based on the results of the investigation, it is likely the front panel was flashing due to scratches on the limit switches. Based on the results of the investigation, a root cause for the malfunctions identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced front panel blinking. This issue occurred during maintenance. There were no reports of patient involvement.